Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of peeling on cement on objective and light lens and damage on distal end cover malfunctions is traced to component failure. Additionally for foreign material on air water supply a definitive root cause is not establish. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited peeling on cement on objective and light lens, foreign material on air water supply, damage on distal end cover. There was no patient involvement.